Event description:
Info regarding event will "during a congen kyphosis surgery the surgeon used a domino/r-r connector on left side to make a reponation after he had done a wedged osteotomi on l2 level. When he tried to lock the r-r connector setscrews after compression on the rod he saw that the rod slide back a little bit inside the r-r connector, did not hold the compression position. He even change the set screw to a new one but with same result.

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.